Manufacturer narrative:
E1 - name and address: contact email address: (B)(6). Address: (B)(6) hospital. G4 -PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a flexible ureteroscopic lithotripsy and intrarenal stone removal procedure, the user advanced the circle tipless stone extractor into the patient and detected the basket could not open normally. The user retracted the device and found the basket wire broken. The procedure was completed with another device from the same lot number. Attached picture shows that it was likely the basket sheath separated from the yellow support sheath. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Corrected information:h6: medical device problem code (annex a), component code (annex g). Investigation evaluation description of event: as reported, during a flexible ureteroscopic lithotripsy and intrarenal stone removal procedure, the user advanced the ncircle tipless stone extractor into the patient and detected the basket could not open normally. The user retracted the device and found the basket wire broken. The procedure was completed with another device from the same lot number. Attached picture shows that it was likely the basket sheath separated from the yellow support sheath. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, and a visual inspection, of the returned device, were conducted during the investigation. One ncircle tipless stone extract was returned in an open outer package with label. The basket sheath had separated at the handle, preventing the basket from opening. It was noted the handle appeared to have been disassembled and reassembled. The pett tubing inside the handle was missing and the cannulated handle was not secured in the pinch vise at the proximal end of the handle. It was likely manipulated by the user in an attempt to restore device function. There was no issue with the wires of the basket. The basket sheath was kinked in multiple locations but was likely due device return in the shipping box without the shipping tray. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The product IFU, provides the following information to the user: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.